Event description:
It was reported that loss of capture wasn't able to be observed during a capture threshold test. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.